Event description:
The customer reported obtaining erroneously high monocytes (mo%) results for three patients which occurred over 3 different days involving the coulter act 5diff cap pierce (cp). The customer indicated that the erroneous results occurred when the instrument was used after idling for a while. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #1061932-2013-00159 and #1061932-2013-00161 for the events which occurred on the other 3 days. The customer reported obtaining erroneously low monocytes results for a patient on (B)(6) 2013. The customer proceeded to rerun the sample and results which were considered correct were obtained on the second rerun. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Per the customer's laboratory protocol, all questionable results are repeated and flagged samples are sent to a reference laboratory for confirmation; the laboratory does not make manual smears. Data review of the printouts provided by the customer indicated that neutrophil (ne%) recovered lower without instrument generated diff plot flags. Beckman coulter field service engineer (fse) was dispatched and rebuilt the diff syringe assembly. The diff fix reagent line was cleaned and the diff fix reagent was replaced as a preventative maintenance. Failure mode was determined to be the diff syringe assembly and issue was resolved following service.

Manufacturer narrative:
Results: diff syringe assembly.